Event description:
The user facility reported in a medwatch (report number (B)(4)) that they were changing a subclavian triple lumen catheter and could not identify the blue side of the product which needs to be face up.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.